Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 55.9 cm to 56.1 cm from the connector pin which exposed the coil. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).

Event description:
It was reported that the ventricular lead exhibited unacceptable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 55.9 cm to 56.1 cm from the connector pin which exposed the coil. The abrasion was consistent with constant friction with another implantable device.